Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via review of the log files which revealed a sudden, sustained decrease in power consumption and estimated flows on 03-mar-2019 to parameters below the normal operating range and 5 low flow alarms recorded since (B)(6) 2019. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report revealed evidence of thrombus within the vad. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constr iction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therap eutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: lot#: 17062222-0610 device evaluated by MFR: yes ,FDA method code(s): 10, 4112 , FDA results code(s): 213 , FDA conclusion code(s): 22, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017 other devices involved in this event: heartware ventricular assist system ¿outflow graft; ouflow graft / 17062222-0610/ model #: 1125 / expiration date: 30-nov-2022, UDI #: (B)(4), return date: 13-mar-2019. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 01-nov-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for low flows and low ventricular assist device (vad) power due to a suspected outflow graft kink or a thrombus in the left ventricle, vad, or outflow graft. Echocardiogram showed decreased outflow velocity and the aortic valve wasn't opening. The site turned off the vad lavare cycling, decreased the pump speed, and the patient received fluids and an anticoagulant. The day after admission, the patient received tissue plasminogen activator (tpa). The following day, lactate dehydrogenase (ldh) continued to increase. Eight days after admission, the vad was exchanged. No further patient complications have been reported as a result of this event.